Event description:
It was reported that there were low, out of range impedance values. It was reported that there was a 574 error code. It was stated that the patient was reprogrammed in all setting with no issues. The patient had to increase recharging the device. It was stated that the when the patient leans forward the impedances go down to less than 50 ohms. It was stated that this only happens when the patient leans forward. It was reported that x-rays were done, but they did not reveal anything. The patient only had one lead. It was stated that palpitation of connections did not manifest the issue. It was noted that patient did have "good stimulation" post reprogramming, prior to the 574 code. The patient was reprogrammed after the 574 error code was seen and they did not use electrode #0. Another x-ray was ordered with the patient leaning forward. It was stated that this began in november. It was reported that the patient was scheduled for a revision surgery for a new lead on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 37746, serial #(B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID neu_unknown_lead, serial # (B)(4), product type lead; product ID neu_unknown_lead, serial # (B)(4), product type lead. (B)(4).